Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the setscrew wrench could not pass through the implantable pulse generator (ipg) connector grommet to engage the setscrew and tighten the right ventricular (rv) lead. After multiple attempts with two wrenches, including removing the ipg from the pocket and trying to engage the setscrew while on a flat surface, another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.